Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger board and the system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that when attempting to boot up the system, a precharge error message was displayed and the system wouldn't expose. The system would boot no boot up. There is no report of patient injury associated with this event.